Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch profile meter is giving inaccurate low readings. On august 21, 2008, this medical affairs specialist contacted the reporter to clarify info obtained from the initial call. The pt tests her blood glucose twice per day and takes insulin (unspecified dose and type) to control her diabetes. On three days prior to original date, the pt went to visit her daughter. The reporter indicated that during the patient's visit, she had been getting some low readings on the subject meter on the night of the next day and stopped taking her insulin. On the day prior to original date (unspecified time), the pt had symptoms described as "weakness and slurred speech." The pt obtained a blood glucose reading of "95 mg/dl" on the subject meter at the time of concern. The pt reportedly took food and/or drank as a result of the reported issue. At 9 pm, the patient's daughter took her to the hospital because she thought her mother was having a stroke. Upon arrival, the pt reportedly obtained a blood glucose reading of "390 mg/dl" on the hospital meter and was allegedly treated for hyperglycemia and tia (transient ischemic attack). The reporter indicated that the pt was admitted into the hospital where she stayed for 3 days. Reportedly, it took the healthcare provider one day to lower the patient's elevated blood glucose. The reporter believes that had the subject meter not been giving the alleged inaccurate low readings, the pt would have taken her insulin accordingly and prevented the alleged hyperglycemic episode. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the reporter claimed that the pt was treated at the hospital for hyperglycemia after the pt stopped taking insulin per the low lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.